Event description:
During intubation, portex c02 detector device failed. Device should change color when measuring co2 exhaled after placement of et tube. Device did not change color. Placement confirmed thru other measures. This problem previously reported in 08/2005 with lot #p04-0024. Reps notified, product replaced. This is a new occurrence with lot #. However, packaging was not retained so cannot verify lot#.